Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during the implant procedure the guidewire was unable to be inserted into the left ventricular lead. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Final analysis found that a complete lead was returned in one piece measuring 86.1 cm. Lead examination noted the inner coil being bunched and stripped ptfe coating in the connector region. The cause of the reported event of guidewire insertion difficulty was confirmed, and isolated to bunched inner coil and stripped ptfe coating of the guidewire which were consistent with procedural damages.